Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -9.0/1.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports elevated intraocular pressure and pigment dispersion. On (B)(6) 2023 the lens was explanted. It was additionally noted "removed the lens as the iop went up with lot of pigment dispersion". The problem was resolved. The cause of the event was reported as unknown.